Event description:
It was reported that the patient was on a ventilator for three days post-op for gall bladder surgery and was unresponsive. The patient was on the ventilator secondary to other issues, not related to the device. An interrogation showed sharp increase in pacing impedance on the right ventricular (rv) lead. Also, the capture was marginal at maximum output. The lead was programmed to maximum output and ICD therapies were turned off. The lead remains in use. The lead issues to be addressed after the patient's complex hospital stay is resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334drg ICD, implanted: (B)(6) 2012. (B)(4).